Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The health care provider (hcp) reported a lead issue. The hcp stated the patient was in the doctor's office for a lead revision today, as the leads had dropped two levels. The revision was scheduled for (B)(6) 2015, but had not yet taken place at the time of this report. There was no outcome provided. Medical history includes non-malignant pain. If additional information is received a supplemental report will be submitted.